Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient experienced chest pain and higher blood pressure. Reporter stated the implantable pulse generator (ipg) wasn't "functioning". It was also noted that loss of capture was seen on the right ventricular (rv) lead on an electronic transmission. The lead and ipg remain in use. No further patient complications have been reported as a result of this event.